Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, cholecystectomy and esophagogastroduodenoscopy (egd), the device was difficult to open. There was no tissue damage. Replaced with new similar device to complete the procedure. There was no patient injury.